Event description:
New information notes fracture on the right ventricular (rv) lead.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead threshold value showed a slight upward trend. The lead was removed and replaced. There were no patient consequences.